Event description:
The physician was placing a main body endovascular stent graft into a patient for a aaa repair. The main body stent graft was placed and upon retrieval of the top cap, the top cap caught on the suprarenal stent. This caused the suprarenal stent to pull down into the graft. The physician advanced a coda balloon up to balloon and flatten the barbs; however, the balloon ruptured and caught on the barbs. They then went up the ipsilateral side with a 16 fr sheath to unlodge the coda from the barb. They removed the coda and placed a main body extension to flatten out the suprarenal stent barbs. This was ballooned and they had a good result with the patient.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review of the complaint was performed. Evaluation indicated that the graft migrated due to contact at the retrieval of the top cap. Cook instructions for use (IFU) states the following: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication." "Do not continue advancing any portion of the delivery system if resistance if felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in the area of stenosis, intravascular thrombosis or in calcified or tortuous vessels." Warning: the zenith aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional devices in the region of the suprarenal stent.